Manufacturer narrative:
The complaint allegation is confirmed based on the customer-provided photos. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.

Event description:
On 5/5/2023, it was reported by a sales representative via email that a 1030-200 trochanteric nail broke about six weeks after being implanted. The surgeon performed a revision surgery and had the trochanteric nail removed. Additional information received on 5/5/2023: per the sales representative, on (B)(6) 2022, the patient underwent surgery in which a 100mm lag screw, a 5.0mm by 38mm distal screw, and a 1030-200 trochanteric nail were implanted. At the time, the case was completed successfully without any issues. Six months later, the 1030-200 trochanteric nail broke, and the patient undergoes revision surgery on (B)(6)2023 to have everything removed. The revision surgery was completed with a long nail.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.